Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/15/2015 with the following findings: a review of the pump black box data revealed a pump reboot. During a visual inspection of the pump, the battery compartment was observed to be cracked, and the compartment threads were stripped. The battery cap threads were stripped, and the cap did not secure properly to the pump to maintain power; a power loss was duplicated. A test battery cap was used to complete investigation. The pump was exercised for 24 hours with no loss of power. The pump case was removed, and no evidence of internal moisture or damage was found. Unrelated to the complaint, the pump was powered on and the display screen appeared discolored.